Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction in the anti-a (forward portion) of mts a/b/d monoclonal reverse grouping card lot# 051717037-08 exp 03.28.18. Testing was performed on the ortho provue. According to customer, a patient sample with unknown abo history was tested by ortho provue with the following rxn grades as a b positive. Forward, reverse: anti-a: neg, anti-b: 4+, anti-d: 4+, control: neg, a1: 3+, b: neg. As per facility sop's for abo confirmation they use tube method. Customer testing with anti-a bioclone, and anti-b bioclone showed that the patient with the following rxn grades, typed as a ab positive: forward, reverse: anti-a: 1+-2+, anti-b: 4+, anti-d: 4+, a1: 3+, b: neg. Because of the discrepancy between provue gel vs. Tube, customer repeated tested the sample in manual gel using mts080017, lot# 021317057-02 and the sample was again typed as b positive. ((B)(4)). Quality control: pass patient dat was positive. And antibody screen was negative. Issue started on (B)(6) 2017 frequency: once with this lot of gel cards. Microtubes/wells or cell (donor #) affected: anti-a microwell. Methodology used: provue. Test repeated: yes with manual gel. Gel qc: pass with ortho confidence lot# cnf076 exp 09.26.17. Cards /cassettes/ storage condition temperature: ok, visual appearance before use: ok, stored underneath direct light source: yes/no, no. Ortho had customer run anti-a1 lectin testing to confirmed blood type. Customer performed anti-a1 lectin testing; customer reported a negative test result. Ortho discussed with the customer the possibility of asubb group. Also discussed with customer differences between anti-a clones reagents. Mts084024 a/b/d mono and reverse grouping and mts080017 ab mono grouping card both have anti-a murine monoclonal birma1 clone vs ortho anti-a bioclone murine monoclonal antibody blend with clones mh04 and a303. Ortho discussed with customer that as part of troubleshooting weak reactions in the forward portion of the abo typing is very helpful to have two sources of reagents like in this case. Customer feels that the gel card should have picked up the a subgroups. It is likely being asubb blood group. Ortho also discussed with customer the reagent mts a/b/d monoclonal and reverse grouping card IFU states: limitations of the procedure. - some weak subgroups of the a and b antigen may not be detected by these mts anti-a and anti-b reagents. The use of the mts anti-a,b (murine monoclonal blend) card may better detect these weak antigens. -a very weak reaction on one or both sides of the microtube is not an expected result. It may indicate that a false positive or a very weak/partial expression of the antigen is present. Further investigation of this cell should be performed before the abo and rh status is determined. Customer will discuss with her supervisor the information and troubleshooting for this case and agreed to call back if more issues arise. Also customer agreed to call back to give update if they are sending out the specimen to a reference lab to confirm abo status and also to investigate the anti-a1 reaction on the reverse portion of the test. Customer unable to confirm abo or transfusion history of the patient.